Manufacturer narrative:
Correction: report source other.

Event description:
It was reported that the registered nurse had observed an over infusion of dexmedetomidine in their cardiovascular intensive care unit. The infusion data reports should be 8.1 ml infused which is what was expected. But the nurse reports the entire 50 ml was infused. There was patient involvement but no patient harm confirmed.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The root cause for the reported issue of an over infusion of dexmedetomidine was not determined. The reported event was that the registered nurse had observed an over infusion, which could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the registered nurse had observed an over infusion of dexmedetomidine in their cardiovascular intensive care unit. The infusion data reports should be 8.1 ml infused which is what was expected. But the nurse reports the entire 50 ml was infused. There was patient involvement but no patient harm confirmed.